Event description:
It was reported that both of the patient's right atrial (ra) and right ventricular (rv) lead dislodged due to confirmed twiddler's syndrome. Consequently, both leads were showing non capture and were turned off until the scheduled lead repositioning surgery takes place. The leads will remain in the patient at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).